Event description:
The pt underwent a sling procedure while under general anesthesia. Following the procedure, the pt had an indwelling catheter for one day. The pt was unable to void several hours after the catheter was removed. Another indwelling catheter was inserted and was removed in 2002. The pt still could not void and must perform self-catheterizations. The physician plans to cut the tape.